Event description:
Complainant alleged that during a routine preventative maintenance check, the device's defibrillation energy selection could not be made. Complainant indicated that there was no pt involvement in the reported failure.